Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns. "Test results greater than 250mg/dl mean high blood glucose (hyperglycemia). If you get results about 250mg/ dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250mg/dl, follow the treatment advice of your healthcare provider." And "if your reading is above 500mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The customer reported having high (>500mg/dl) blood glucose readings before activating the pod. After the pod was activated, the customer was continuing to get high blood glucose readings, even though she was bolusing with the pod. The pod alarmed, and the pdm would not silence or deactivate the pod. The pod was worn for less than a day.